Event description:
It was reported that the customer was involved in a motorcycle accident and passed away. It was stated that the customer was wearing the insulin pump at time of death. The mother advised that the coroner stated that his son may have passed out because his low blood glucose around 60mg/dl at time of death. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test and the delivery volume accuracy test at 98.76% percent. The device was received without the original battery. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
The customer father called back to rise his concern on his son's death. The father stated that he received the coroner's report that show his son's blood glucose level was at 60mg/dl at the time of death. The father believes the insulin pump malfunctioned causing his son's death. The father stated that if medtronic has informed his son of all the problems with the insulin pump that he may still be alive. The caller was referring to the recent field action letters he has received. The father also stated that he will let the attorneys deal with this case.